Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-02724) . (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in clinic after receiving a patient notification alert. Device interrogation showed the device had reached eri. The device was explanted.